Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device remained in the patient.

Event description:
"As reported we were doing a three level acds and inserted a 48mm aviator plate. Malfunction happened on the superior screw on patient's left side of c4 and when turning the locking mechanism, the locking blade covered right screw but it wouldn't cover the left screw. User free's and manually slid it by pushing on it. "

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: an inspection of the device was not conducted specifically the screw locking mechanism because the device is still implanted in patient. The lot number is unknown and no manufacturing record can be reviewed. The complaint centered on the spring bar deforming during installation of bone screws. Conclusion: the device is still implanted in the patient; therefore, a thorough investigation could not be completed. As such no conclusion can be drawn.

Event description:
"As reported, we were doing a three level acds and inserted a 48mm aviator plate. Malfunction happened on the superior screw on patients left side of c4 and when turning the locking mechanism the locking blade covered right screw but it wouldn't cover the left screw. Use freer and manually slid it by pushing on it. "